Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl. It was found that cannula was bent and customer reported of having issues with serter. Customer resolved issue by reviewing proper use of serter. Supplies would be replaced.